Event description:
Initial information was received on (B)(4) 2016 from a consumer via poison control. This female consumer used colgate classic extra clean toothbrush and a big clump of bristles broke off of the toothbrush. She got most of the bristles out of her mouth but she did accidentally swallow a few. Her throat was irritated and a little swollen on the right side. She began using the toothbrush on an unknown date (frequency unknown). Subsequently, she experienced the events on (B)(6) 2016. She did not see a doctor for her symptoms because she took a laxative and was afraid to leave her home. She stated that she would see a doctor the next day. She spoke to the nurse at the emergency room who told her to eat peanut butter. She ate some peanut butter but her throat was still irritated and swollen on the side. She also took caster oil and lemon juice and ate bread, oatmeal, pizza, corn, and salad to try to get the bristles out of her throat, but it did not work. At the time of this report, it was unknown if she continued to use the toothbrush. The outcome of the bristles falling out was unknown and all other events were ongoing. Additional information was received (B)(4) 2016 from the consumer. The consumer used the toothbrush and one line of the bristles and the "holes" that hold the bristles into the head of the toothbrush came out into her mouth. She knew that some of the bristles went down her throat and her throat was sore. She began using the toothbrush twice a day on an unknown date at the beginning of (B)(6) 2016. Subsequently, she experienced the events on (B)(6) 2016. She drank decaffeinated coffee to treat her sore throat, which seemed to help. She asked her friend's advice on how to get a "foreign body" out of her throat. She followed her friend's advice (which was not specified) and when that was not successful, she called her doctor and got in for an appointment on (B)(6) 2016. When the doctor looked in her mouth, he could not see any bristles. At the appointment, it was recommended that she have an endoscopy procedure to see if there was any "foreign matter" in her throat. Her endoscopy appointment was made for an unknown date within the following week and she was waiting for them to call with the time to go in. She could still feel something in her throat but did not state that she was having any symptoms associated with this feeling. She discontinued use of the toothbrush on an unknown date in (B)(6) 2016 and brought it back to the store of purchase. At the time of this report, the outcome of the bristles falling out was considered resolved and all other events were ongoing. Additional information was received on (B)(4) 2016 from the consumer. The consumer reported her age at the time of the event was (B)(6) years old. Additional information was received on (B)(4) 2016 from the consumer. She reported that she still did not have an appointment for her "scope." She was able to eat and drink but her throat still hurt sometimes, especially in the morning when she first woke up because her throat was dry. She experienced the dry throat on an unknown date and at the time of this report, it was still ongoing. Additional information was received on (B)(4) 2016 from the consumer. She reported that she had her "scope" done but it would take up to five days before she got the results. Information received on (B)(4) 2016 has changed the regulatory status of this case from non-serious to serious. This case is referenced as (B)(4).